Event description:
The pt reported when pressing the plus (+) button on the patient programmer a single time, stimulation increases to maximum amplitude. This occurs on all programs the pt attempts to utilize. The sjm rep contacted the pt who indicated the issue resolved without intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding med history.